Manufacturer narrative:
The site indicated that the incident unit will not be returning to the manufacturer for evaluation. If additional information pertinent to the incident presents itself, a follow-up report will be submitted. (B)(4). Device not returned to manufacturer.

Event description:
A patient underwent the bravo procedure and upon x-ray examination, it was discovered that the capsule was retained. A repeat x-ray conducted in the week of (B)(6) 2015 showed no signs of the retained chip. As per the treating physician, the chip self extruded from his esophageal wall back into the lumen, then passed through his gi tract. There was no additional intervention or patient harm reported. No additional information was provided.